Manufacturer narrative:
We received the confirmation that the device and the particulate are not available therefore no evaluation can be performed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Review of the complaint database revealed no other complaints have been logged against lot v8138.

Manufacturer narrative:
The device used during the reported event was requested however to date it was not received.

Event description:
A report from a user facility in the (B)(4) stated that hair like strands appeared to come out from the phaco tip. The strands appeared right at the start of surgery when the surgeon started in the sculpt phase and they were removed with capsulorhexis forceps. The pack, handpiece and trolley were replaced. There was no other incidence during the list.